Event description:
Reporter alleged the needle that is part of the softclix lancing system used finger-stick blood glucose testing would not retract after it was used. Reporter stated she accidentally stuck herself with the protruding needle; however, no treatment was received. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.